Event description:
The distributor reported when the customer received the product, the gel was leaking due to damage to the package. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: complainant state: hyogo complainant country: japan based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 1049092manufacturing site:1000317571